Manufacturer narrative:
Examination of the submitted cutting guide confirmed one of the two saw captures is broken. Initial reports states all pieces were retrieved. The lot code of j0311 indicates a vendor manufacture date of march 2011. The root cause is being attributed to product wear out based on the overall condition of the returned device. Based on the investigation determination of wear out as the root cause, the need for corrective action is not indicated. Although this investigation did not establish the need for corrective action, a new patella resection guide 950501121 sigma hp pat res guide has been designed. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
During surgery for a bilateral total knee replacement, the patella cutting clamp broke on the left knee. All pieces were retrieved and there was no delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.